Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was not available for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the light blue portion of the transfer set. The peritoneal dialysis registered nurse (pdrn) stated that the twist clamp was cracked. The pdrn stated that the crack on the transfer set was due to the home patient (hp) not securing the set properly. The pdrn stated that the hp had left the transfer set dangling unsecured and it slammed against the sink which cracked the set. The pdrn stated that the hp did not use any tools to open or close the twist clamp. The transfer set was changed out due to the damage. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.